Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of ventricular tachycardia, death, hypotension, and perforation, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The xience prime referenced and the graftmaster referenced are being filed under separate manufacturer numbers.

Event description:
It was report that the procedure was to treat a lesion located in the mildly calcified, narrow, 80-90% stenosed mid right coronary artery (rca). After predilatation was performed on the lesion two xience stents a (3.0x38 mm xience prime and a 3.5x15 mm xience v) were deployed in the lesion. Angiography revealed that the overlap of the stents needed further expansion because of the narrow vessel and postdilatation was performed inside the overlapping stents with the stent delivery system balloon. Contrast was seen leaking from the rca after postdilatation was completed. The 3.5x16 mm graftmaster stent was selected for treatment of the perforation and was deployed and postdilated up to 20 atmospheres; however, contrast could still be seen leaking from the vessel and the decision was made to perform surgery. On the way to surgery, the patient experienced cardiac arrest, tachycardia and low blood pressure, and was transferred to the intensive care unit for CPR; however, the patient expired. An autopsy was not performed. The patient death was due to the perforation of the vessel. No additional information was provided.